Event description:
It was reported that a caregiver experienced difficulty pairing a dexcom g6 cgm to the ilet, encountering repeated prompts to start a sensor; after guided steps including device restart and toggling cgm selection, the g6 entered warmup, and later the user reported the g6 warmup stopped and elected to transition to a dexcom g7, which was successfully applied and paired, entering warmup. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included successful restoration of cgm functionality via g7 pairing without medical intervention or hospitalization. Investigation included guided troubleshooting and education, device restart, cgm configuration changes, and re-initiation of pairing. Investigation of this case revealed a pairing and initialization failure of the cgm interface on the ilet that was resolved through configuration reset and successful pairing with an alternate compatible sensor model. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction during cgm pairing and initialization.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.